Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite confirmed that the system is not booting up. Review of the system log file confirmed grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc. After replacement of the flexvision pc , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device was not booting up, there was a countdown which would stop at 00:00 and the device would not start up. No harm was reported to philips, however it was reported that there was a 10-15 minute delay in procedure. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality.